Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient and medication were not crossing over. A technical support specialist (tss) dialed into the server and restarted both external and internal services. Additionally, the tss resolved the issue by refreshing services on the server. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that their site was down due to a communication issue between the bd pyxis¿ es server and multiple bd pyxis medstation es devices. The customer indicated that due to this issue, patient and medication information was not crossing over. There were no delay to patient care and adverse events or injuries reported based on this incident.